Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2938836-2019-05683. It was reported that when the pacer dependent patient presented via remote transmission, loss of capture was observed on the right ventricular channel and oversensing of noise that resulted in inappropriate auto mode switch was observed on the atrial channel. During a follow-up in clinic, capture testing confirmed loss of capture on the right ventricular lead which lead to the patient experiencing dizziness. Oversensing of ventricular events was also observed. Programming changes were made and right ventricular lead extraction was discussed. The patient is stable.